Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-office interrogation, a lead integrity alert (lia) was triggered on the right ventricular lead due to over-sensing/noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.